Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. Additionally, it was reported that the pump's alarm sound was not annunciating. The customer's blood glucose (bg) level was 682 mg/dl. A correction bolus via the pump was delivered to address bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.